Event description:
It was reported that 49 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion being treated was located in the non tortuous, non calcified right coronary artery (rca). The vessel size was reported as 3.0 mm. The vessel was pre-dilated. The physician placed a taxus express2 8.8% 3.00 x 16 mm drug eluting stent and a taxus 3.00 x 12 mm stent overlapping in the proximal to mid rca. The pt was put on plavix and asa post procedure. A month later, the pt discontinued their plavix and asa per the advice of their eye dr. Two weeks later the pt presented to the cath lab having a myocardial infarction. An occlusion was determined. The treatment was an angioplasty with multiple maverick balloons. The pt's status is reported as good. Same case as 6000093-2004-00559.